Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call drive support cap anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the drive support cap was bulging and the plastic chipped off of the reservoir multiple times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. Device passed the displacement test, rewind test, basic occlusion test, occlusion test and prime test. No loose drive support cap noted during visual inspection.